Event description:
It is reported that the pt was revised due to dislocation, after the revision the pt dislocated 2 more times.

Manufacturer narrative:
This report will be amended when our investigation is complete.